Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a 35-volt power failure upon starting up the device. The device was not being used for treatment when the reported event occurred. The issue was discovered by a nurse when the device was being checked prior to patient use. There was no delay to therapy or patient harm noted. A philips authorized service provider (asp) evaluated the unit and confirmed the occurrence of errors related to 35-volt failure and over voltage protection (ovp) circuit failure. The asp replaced the power management (pm) and motor controller (mc) boards to address the problem.